Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report of error e302 was confirmed. The internal buffer was damaged and required a full reformatting. Additionally, corrosion was found on the video connector pins, the front panel, the cable connector, the rear panel, and the front and bottom of the chassis. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not receiving an image and instead producing error code e302 during use. During diligence attempts with the initial reporter, it was noted that the subject device was used in a number of procedures where this error occurred. The customer went on to note that it wasn¿t really an imaging issue, but an alert to notify the user that the unit could not store any additional images. Reportedly, pressing the ¿esc¿ key cleared the alert. This report is report 2 of 2, being submitted to capture the unknown number of procedures that this event occurred in. For information related to the initially reported event from on (B)(6) 2022., please see report 1 of 2 with patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.